Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for open package/seal (tear drop label) on lot # 6224898. Investigation summary: customer returned (1) open 7 mm, 23g pen needle from lot # 6224898. Customer states that the cover is damaged. The returned pen needle was examined and exhibited a damaged edge of the outer cover where the tear drop label seals the pen needle which could impact the seal of the tear drop label. Sample will be forwarded to manufacturing ((B)(4)) on 15jun2018 for further investigation. A review of the device history record was completed for batch# 6224898. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200666795] noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged outer cover). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: investigation report from the (B)(4) plant for root cause. CAPA #: (B)(4).

Event description:
It was reported that 23g etw x 7 mm pen needle EU had a sterility issue. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2018 during inspection of item, an analyst found one (1) critical defect for the cover visual criteria for missing, damaged, or defective cover affecting sterility. Inspection was completed with a sample size of 800ea with no rejects allowed. Rest of material is in blocked status.